Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose veins ligation procedure performed on (B)(6) 2022. During the procedure, when the physician deployed that band to ligate the varicose veins. The band broke. The procedure was completed with another speedband superview super 7. It was noted that there was no any difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: photos of the complaint device inside the patient were provided by the customer and showed the band was broken. Additionally, a photo of the complaint device outside the patient was also provided and showed the bands had moved from their position and overlapped.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.